Event description:
It was reported that the field representative received a call from a physician who reported concerns over this cardiac resynchronization therapy pacemaker (crt-p) having exhibited a sudden drop in battery longevity estimates. The physician noted that the calculated battery longevity had dropped from two years to one year in about eight months period. The device disk data was not provided, to complete analysis on the device battery. Possible causes of the drop in battery longevity were discussed. At this time, the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled. No adverse patient effects were reported. Subsequent additional information was provided that the patient visited the clinic. The physician interrogated the device and noted that the device was functioning normally. The device was also noted to be part of advisory. The physician opted to perform a replacement procedure and prophylactically explanted the device and replaced it with a new device. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the field representative received a call from a physician who reported concerns over this cardiac resynchronization therapy pacemaker (crt-p) having exhibited a sudden drop in battery longevity estimates. The physician noted that the calculated battery longevity had dropped from two years to one year in about eight months period. The device disk data was not provided, to complete analysis on the device battery. Possible causes of the drop in battery longevity were discussed. At this time, the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled. No adverse patient effects were reported.